Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced a stroke after the use of the prod and subsequently expired 12 days later.